Event description:
Information was received indicating that 30 days following use of a smiths medical portex® bivona® tts¿ tracheostomy tube the syringe connector was the pilot balloon was found detached. The staff was attempting to re-fill the cuff with water when the connector was observed to be detached. Subsequently, the trach tube was changed out with no reported adverse effects.

Manufacturer narrative:
H3: two pictures of a bivona tracheostomy tube were received. In picture 1, there was the original box from p/n: 670170, l/n: 3626054. In picture 2, there was a unit from p/n: 670170 in used conditions and without its valve. One sample of a bivona tracheostomy tube from p/n: 670170, l/n: 3626054 was received without its original packaging in used condition with its certificate of safe handling. Visual inspection was performed at 12" under normal lighting. During the visual inspection, it was seen that the valve was not assembled in the pilot balloon. The valve was not received with the sample. There were no short shots surrounding the opening in the pilot balloon that would have allowed the valve to fall out of position. Relevant documents were reviewed and considered adequate and correct for testing and inspection activities. Based on the condition of the returned sample (i.e. Used), the valve had to have been present for a period of time. The valve is press-fitted into the balloon and if it is accidently removed when using a syringe, it can be reinserted. The most probable cause of the issue is that the product became damaged after it left the (B)(6) medical facility.